Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the loaner pump that they received from the doctor, alarmed auto off. The customer's blood glucose was 597 mg/dl. The high blood glucose levels were treated with manual injection. Nothing further reported.